Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 458 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had symptoms of light headedness, trouble breathing and chest pain. Customer was treated with insulin drip and IV fluids. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed to determine reason for high blood glucose. Alarm history showed no delivery alarm which occurred a few weeks and days prior to hospitalization. Customer was advised that tubing clamp would be sent in order to perform high pressure test.